Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B) (4) it was reported that post a coronary artery stenting treatment procedure, the patient died. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 22mm. Pre-procedure there was 95% stenosis and post-procedure 0% stenosis. There was no attempt made for direct stenting. A 3x20mm liberte stent was implanted. A non-bsc balloon catheter was used. The procedure was a technical success. The patient was discharged six days after the index procedure with no anginal complaints or silent ischemia. The discharge medications were iib/iiia agents. The patient experiencedcardiac death on the date of the discharge.